Event description:
As surgeon was positioning microscope for use during a surgical case, the optical assembly piece fell off and hit the patient. The surgeon maintained hold on the assembly during the fall, lessening the impact to the patient. It was determined that the bolt had loosened and a replacement was requested from the manufacturer. Upon receipt of the new bolt, it was noted to be 4.30 mm longer. The bolt found in the assembly that had loosened was 55.70 mm in length and the correction bolt received from the manufacturer was 60 mm. The manufacturer reported no recalls or hardware updates for this microscope, including replacement of the bolts.